Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that enterovirus (entp) results released from their elite analyzer are shown under adenovirus (adep) in the aliniq ams (analyzer management system). The customer stated that results for 92 samples have been release since going live on (B)(6), 2023. Of this, 14 results were positive for mv or mv2. Of this, 3 were identified as positive for mv2. Of this, 2 had results that were authorized and released. The results were questioned and the clinical teams have been contacted and patients discussed. Review of the result logs identified that the analyzer result string order needed to be updated. The correction was made and results are now being acquired in the correct order and matching expectations. No impact to patient management was reported.

Manufacturer narrative:
Technical investigations performed by the abbott specialist confirmed that the issue was caused by a human error performed by the abbott informatic technical specialist during the aliniq ams custom rule (qlib_cst_ade_ingenius_bsps) configuration and verification that led to a release of incorrect results by aliniq ams: enterovirus (entp) result delivered by the instrument was assigned to adenovirus (adep) result. Adenovirus (adep) result delivered by the instrument was assigned to enterovirus (entp) result. The sre result log files analysis reported that original rule requirements were respected but a specific scenario wasn¿t tested: the sample used during rule verification had equal values of enterovirus (entp) and adenovirus (adep) therefore the error was not detected by the abbott informatic technical specialist. Review of the sre result logs identified that the analyzer results order needed to be updated in the aliniq ams rule to correct discrepancies of results. The correction was made by the local abbott informatic technical specialist through a configuration change within the aliniq ams rule at the customer site: the custom rule qlib_cst_ade_ingenius_bsps was modified in order to align the results order of the impacted tests (ent 1st, pae 2nd and ade 3rd) and requested re-test and to correctly save the enterovirus and adenovirus results in aliniq ams. The rule was successfully verified after modification implementation. Device history record review revealed that there were no nonconformances or potential nonconformances related to the issue described in the current complaint. A review of the labeling addresses the customer¿s issue. All information required for rule creation and modification is described in the aliniq ams 3.01 smart rules editor (sre) user manual, rev.0. Trending review determined no trend for the issue for the product. Based on the investigation, no product deficiencies were identified.

Event description:
The customer stated that enterovirus (entp) results released from their elite analyzer are shown under adenovirus (adep) in the aliniq ams (analyzer management system). The customer stated that results for 92 samples have been release since going live on (B)(6) 2023. Of this, 14 results were positive for mv or mv2. Of this, 3 were identified as positive for mv2. Of this, 2 had results that were authorized and released. The results were questioned and the clinical teams have been contacted and patients discussed. Review of the result logs identified that the analyzer result string order needed to be updated. The correction was made and results are now being acquired in the correct order and matching expectations. No impact to patient management was reported.